Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side pain, deformity, "invagination of the contours and folds of the implant", "increase in the ap diameter", "hypothesis of contracture (baker grade IV) should be considered", "rigidity of the left implant associated with increased dimensions", "sparse fibro glandular densities", and "implant stiffness". The device remains implanted. Patient was treated with analgesic and anti-inflammatory.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
The device was explanted.